Manufacturer narrative:
This report is submitted on august 20, 2018.

Event description:
Per the clinic, the patient experienced poor performance and lack of clinical benefit with device use, resulting in the decision to electively explant the device on (B)(6) 2018. The patient was not reimplanted with a new device.